Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a drawer failure. The customer tried to recover the drawer, but the problem persisted. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. The technical support specialist made the inbound call to the customer, and they stated the field safety technician already resolved this issue and there were no further issues reported. The system functioned as intended after the technical support specialist investigated the device. E1. Initial reporter state: wa. E.1 initial reporter zip: (B)(6).